Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead: product ID 37081, implanted: (B)(6) 2011, explanted: (B)(6) 2012. Product type: extension. (B)(4).

Event description:
It was reported that the patient unsuccessfully recharged their device because the implantable neurostimulator (ins) was "embedded too deeply into the soft tissue." It was stated that the patient rated pain at a 7 on a scale of 1-10. It was noted that the patient was rescheduled for a replacement of the ins and "perhaps revising the pocket." Additional information was requested, and if received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).